Event description:
It was reported a patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy, not requiring hospitalization. The patient was treated for the peritonitis infection with cipro intraperitoneally (ip) (dose and frequency was unknown) and ceftazidime (ip) (dose unknown) during dwell for 6 -7 hours. Treatment with ceftazidime was ongoing. The cause of the peritonitis was a break in aseptic technique. The patient did not wear a mask and coughed during pd therapy. At the time of this report, the peritonitis was ongoing and improved. The patient was retrained on aseptic technique. Additional information was requested, but is not available.

Manufacturer narrative:
(B)(4). The cause of this peritonitis was use error. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A formal review of the label for the product family will be conducted. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. If there is any further relevant information from that review, a supplemental medwatch will be filed.